Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger twisted forward, forcing the lens to the right side and the direction did not straighten even when pulling the plunger backward. The procedure completed with another lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the reported complaint may be related to a failure to follow the instruction for use (IFU). An incorrect method of delivery attempt was described. The user had retracted the plunger during the initial delivery attempt, and a second delivery attempt was conducted with this device. The file information indicated that with this inserter, the plunger twisted forward, forcing the lens to the right side, and the direction did not straighten even when pulling the plunger backward, waiting, and trying again. Per the IFU: do not attempt to retract the plunger after the plunger lock has been removed or plunger damage may result. Per the IFU: take at least 7 seconds to gently fold the intra ocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. Information indicated that ¿additional viscoelastic substance had to be added to the inserter, and it was refrigerated". It was not clarified if the additional viscoelastic was added to the second and third devices of this event. Per the IFU: do not attempt to add ophthalmic viscoelastic device (ovd) to the device after the lens stop has been removed or lens damage may result. Per the IFU: only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ovd should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided in the file follow up section that the customer does not agree to contact. The file has been completed based on available provided information. The manufacturer internal reference number is: (B)(4).